Event description:
During an initial implant procedure, it was noted the left ventricular (lv) lead was unable to advance over the guidewire. The lv lead was exchanged to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece with the guidewire. Visual and x-ray examinations of the lead found offset inner coil at the distal region. The guidewire insertion to the lead could not be tested due to the offset inner coil at the distal region. The cause of the reported event was isolated to the offset/ damaged inner coil consistent with procedural damage.